Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead dislodged and the right atrial (ra) lead dislodged into the right ventricle during the night after implant. Both the ra and rv lead were programmed off and a dual lead revision was scheduled for the next day. No patient complications have been reported as a result of this event.